Event description:
On (B)(6) 2012 the reporter contacted animas and alleged the following: her blood glucose (bg) was 294mg/dl this am upon waking at 730am. It was 82mg/dl last night, she ate 27 carbohydrate grams, and bolused 0.3units. She ate breakfast today and bolused 6.05 units but it was canceled, canceled due to an occlusion alarm and she was not aware of the need to bolus the remaining insulin. Her bg was up to 351mg/dl at 940am. She then bolused again. The patient does not have ketone strips to check ketones. Patient describes her symptoms as moderately tired, slightly confused, "funny feeling." Patient has been in much pain recently due to back and leg issues related to nerve damage, blood vessels, and disc problems. She is less active due to pain levels and she is not able to exercise as she usually does, and requires hydrocodone for the pain. Patient states that she made her certified diabetes educator (cde) aware of her elevated bgs , which seem to be occurring late morning and late afternoon, after breakfast and dinner. The cde stated that no adjustments will be made at this time due to patient's pain levels. Patient was to see an endocrinologist on (B)(6) 2013. There is no allegation of pump malfunction this complaint is being reported due to the allegation that hyperglycemia occurred after the patient failed to bolus the remaining amount of insulin, after the pump cancelled her morning bolus. User error cannot be discounted as contributing to this incident

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. As the incident occurred after the patient failed to bolus the remaining amount of insulin, after the pump cancelled her morning bolus, user error cannot be discounted as contributing to this incident.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Testing was unable to duplicate the complaint. The history shows the last basal delivery was on (B)(6) 2012 at 02:40 and the last bolus was on (B)(6) 2012 at 23:34. On (B)(6) 2012 at 02:40 a "replace cartridge" alarm was recorded. The alarm was confirmed multiple times and basal deliveries were never resumed. On (B)(6) 2012 at 11:44 the pump was "suspended". Deliveries resumed (B)(6) 2012 at 17:34. On (B)(6) 2012 at 07:32, a 6.05u bolus was cancelled due to eaw-145 occlusion alarm; only 2.05u was delivered. The tdd's were found to correctly reflect the users programmed basal rates. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications.